Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the monopolar tip is missing.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm, 33cm endo metzenbaum scissors (curved), no missing pieces were noticed. The insert was in tact. The 5mm, 33cm endo metzenbaum scissors (curved) was inserted into a known good monopolar handle with no issue. However it was noticed that the scissor blades were very dull, no longer sharp enough to cut. Probable root cause/s could be normal wear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the monopolar tip is missing.